Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported through a journal article that 1 patient in the cemented femoral stem group experienced a sciatic nerve injury more than approximately six weeks postoperatively following a dual mobility total hip arthroplasty. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4) proposed component code: mechanical (g04) - stem b3: event date is the publication date of the article. G2: foreign - event occurred in united kingdom. G2: literature - geng, z.; asamu, a.-s.; aldridge, w.; ng, a.b.y. Functional and safety outcomes of third-generation zimmer biomet g7® dual mobility total hip arthroplasty in femoral neck fractures: a retrospective cohort study. J. Clin. Med. 2025, 14, 8350. Https://doi.org/ 10.3390/jcm14238350. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.